Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic hysterectomy, the tip broke off inside the patient. The tip was found visually and removed. The procedure was completed with a like device with no patient consequences. There is no additional information.